Event description:
Hospital personnel brought the inform base back to the lab director and advised it was smoking. Caller reported melting at the bottom of the inform base where the pins are. The caller did not see the unit smoking. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.